Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the right ventricular lp was incorrectly implanted in the left ventricle. It was elected to leave the lp in place and retrieve it at a later date. The lp was later explanted and replaced. The patient was stable.